Event description:
Pt reported the insulin delivery of the infusion device is too low, and his physician advised he has not gotten insulin in two days. Wife called the ambulance on (B)(6) 2011, and his blood glucose was 1,440 mg/dl. Normal blood glucose level is 160 mg/dl. Pt was admitted to the hosp on (B)(6) 2011 and received stationary treatment. Discharge date from the hosp is unk. The infusion set is changed every 3 days. Infusion device was not dropped or exposed to water, electromagnetic fields, or variations in temp. The correct type of battery is used in the infusion device. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.